Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel. Due to this a lead safety switch was triggered. Furthermore noise and oversensing were also observed on the rv channel recently. Further evaluation of the device and lead was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel. Due to this a lead safety switch was triggered. Furthermore noise and oversensing were also observed on the rv channel recently. Further evaluation of the device and lead was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information confirms this device also exhibited loss of capture upon evaluation.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Manufacturer narrative:
Amendment additional information was received detailing the lead suffered damage during a previous non-related surgery. This evidence suggest this device is not related to the reported issues as they were due to lead damage. No malfunction. Additional information was added to the following fields: b5: describe event or problem field h6: device codes

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel. Due to this a lead safety switch was triggered. Furthermore noise and oversensing were also observed on the rv channel recently. Further evaluation of the device and lead was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information confirms this device also exhibited loss of capture upon evaluation. Additional information was received detailing the lead suffered damage during a previous non-related surgery. This evidence suggest this device is not related to the reported issues as they were due to lead damage. This device was explanted and returned to boston scientific for evaluation. Another device was implanted instead. No further adverse patient effects were reported.